Event description:
A patient underwent aaa repair in 2009. The patient had been heparinized prior to the procedure. A zenith main body was placed as well as two iliac legs and two main body extensions. The patient experienced a type I endoleak which was resolved with a main body extension. A second main body extension was placed in the main body in order to resolve a type IV endoleak due to suture failure during ballooning. The leak was resolved. A secondary iliac leg was placed in the initial iliac leg to resolve a type IV endoleak due to suture failure during ballooning (1820334-2009-00508). The leak was resolved as well. The final angiogram revealed retroperitoneal bleeding. The patient was then discharged. The status of the patient is unknown at this time.

Manufacturer narrative:
Still under investigation at this time.